Manufacturer narrative:
E1: phone ex (B)(6). One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal and a broken battery compartment. It was determined that the most probable cause is the dso sensor. The dso sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion error. There was unknown patient involvement.